Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.